Manufacturer narrative:
The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified. Patient age: adult. Model/lot / serial numbers requested however not provided.

Event description:
It was reported that the in the last 4 months rn experienced ail alarms with no visible air noted in the set when infusing "plain IV fluids." The rn stated that the set was primed loaded it into the lvp and had continuous air-in-line alarms after pressing start. The nurse changed out the channels, pcu and cleaned area behind the IV set (ail detector) replaced the IV set and loaded on the same module and no further ail alarms noted. The customer confirmed that there was no patient impact. An incomplete event date documented as (B)(6) 2019 as customer stated that the event occurred 4 months ago. Although requested there was no additional event details provided per customer.